Event description:
It was reported that during procedure, the left p1 occlusion was observed as it was treated with intra-arterial eptifibatide and second stent was placed in the p1. The event was resolved, without sequelae. No other information was provided.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 'left p1 stent occlusion during coiling, successfully treated with intra-arterial eptifibatide and second atlas stent'. This occurred during the procedure and it was resolved without clinical consequence to the patient. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during procedure, the left p1 occlusion was observed as it was treated with intra-arterial eptifibatide and second stent was placed in the p1. The event was resolved, without sequelae. No other information was provided.